Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 23. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported that after wearing the pod between 36 and 48 hours on the abdomen her son's site was very tough, irritation to the adhesive pad, open, and difficult to recover. She took him to see his doctor who provided him with cultivate cream, fluticasone for the severe skin rash and given zinc ointment to make the rest of his skin more flexible.